Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) stopped compressions was confirmed during the archive data review but not during the functional testing. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported complaint. The device performed as intended. The cause for the reported complaint based on the archive data review was due to user advisory (ua) 02 (compression tracking error) message, likely due to the patient is too small and light in weight during the platform take-up. During visual inspection, there was no physical damage observed on the autopulse platform. Also, unrelated to the reported issue, found the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. This type of drive shaft issue is the characteristics of normal wear and tear. Deburring of the clutch plate was performed to remedy the encoder driveshaft issue. A review of the archive data shows user advisory (ua) 02 (compression tracking error) on the customer reported event date, thus confirming the customer reported complaint. The user cleared the error. User advisory (ua) 02 is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory (ua) 02 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. The platform passed the initial functional testing without any fault or error, however, unrelated to the reported issue, during the run-in test, the platform stopped compressions due to user advisory (ua) 17 (max motor on-time exceeded during active operation) error message when the platform was tested with large resuscitation testing fixture, (lrtf) equivalent to the 270 pounds. The root cause for the observed user advisory (ua) 17 error was due to the defective drive train motor, likely due to a defective component. Drive train motor was replaced to remedy the user advisory (ua) 17 error. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with a good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During patient use, the customer reported that the autopulse platform (sn (B)(4)) stopped compression after 6 minutes of use. No errors were displayed by the platform. The crew replaced the li-ion battery and the platform performed compressions for another 6 minutes and then it stopped again. The patient was placed on another platform and the compressions were performed for the remaining 3 minutes during the transport to the hospital. The rosc was achieved in the emergency department, however, the patient expired later in the hospital. The customer did not provide information regarding the relationship between death and the alleged malfunction. However, the msa evaluate the incident and it was determined that the death was not related to the autopulse device.